Manufacturer narrative:
Unknown if sample is available for evaluation at time of this report.

Event description:
Complaint alleges: the nurses noticed that the balloon of the catheter was cracked after it was placed on the patient. Additional information was requested, but has not yet been submitted. There was no patient injury reported.